Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Customer's blood glucose level ranged from 100-120 mg/dl. Customer stated they were able to depress the plunger after multiple attempts, before talking to tandem technical support.